Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned after reaching normal elective replacement indicator. Analysis revealed the device prematurelly depleted.